Event description:
Procedure type: lap colon. Patient gender: unknown. According to the reporter: when the operator fired the instrument, it felt very stiff. Upon removing the instrument, the wing nut was loose and would not open to be removed from the patient. The operator elected to break the instrument to remove it from the patient. Once removed, a water leak test was performed, and the anastomosis was acceptable. No patient injury was reported.